Manufacturer narrative:
No lot number info was supplied, therefore, a review of the mfg paperwork could not be performed. The review of the mfg paperwork could not be completed because no lot number info was supplied. Note: without additional info, a meaningful investigation cannot be performed. No additional info has been received to date.

Event description:
It was reported to gore by the FDA, that the pt had multiple procedures to fight infection after a mesh was implanted for hernia repair in 2004. The report indicates that a gore dualmesh was involved, however, no lot/serial number was provided. Therefore, no further investigation can be performed. Multiple attempts to contact the pt for further info have been unsuccessful.